Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had infusion set damage issues and experienced high blood glucose levels of 450mg/dl and higher. The customer treated with the insulin pump. The customer stated that they had to change their set four times and also reported that they was a leak near the reservoir and blood. The customer was assisted with infusion set leaks troubleshooting. The customer stated that there were cracks in the infusion set. The customer stated that they have changed the infusion set and disposed of them and the event being reported was a past. It was indicated that the customer will be sent replacement. There was no indication of troubleshooting for the high blood glucose. No product will be returned for analysis.